Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Exeter/trident total hip performed on (B)(6) 2016. Post operative x-ray show a semi-circular piece of metal which hospital cannot definitely identify. The count was correct at end of case. They would like to have the trident cup trials which were used checked for potential stripping of thread to rule out any metal remnants from the cup trials as possible cause of metal debris showing on x-ray.

Manufacturer narrative:
An event regarding thread damage involving a trident acetabular window trial 58mm was reported. The event was not confirmed. Method & results: -device evaluation and results: surface abrasion was observed on the threads of the trails, likely from in-service use. No sign of stripped threads or a missing semi-circular piece of metal was observed on the trials examined. Eds showed the trials were consistent with an aluminum alloy. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were returned. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. The event could not be confirmed or determine the root cause because the mar concluded, that the surface abrasions on the threads were likely from use of the device. There were no signs of stripped threads or missing semi-circular pieces of metal that was reported in the investigation. There was no material or manufacturing defects observed on the surfaces examined on the device.

Event description:
Exeter/trident total hip performed on 21 march 2016. Post operative x-ray show a semi-circular piece of metal which hospital cannot definitely identify. The count was correct at end of case. They would like to have the trident cup trials which were used checked for potential stripping of thread to rule out any metal remnants from the cup trials as possible cause of metal debris showing on x-ray.